Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
Eval summary: the reported condition of fail code 570 was confirmed. Typically, this failure is related to depleted batteries. This issue is currently being investigated under mdq-CAPA-132.